Event description:
A facility reported that a pt had lost approx 3 kg more than the machine had recorded. The machine's pretreatment testing had passed prior to initiation of the treatment. After 1 hour into the treatment, the pt began crying, spitting and complained of nausea. The pt was hypotensive and responded to 100 ml of normal saline. A few minutes later water was noted on the floor under the machine. The pt was now complaining of cramping. The treatment was discontinued. The facility did not know if the recommended tmp alarm limits were set for high flux dialysis. The facility reports that no ususal alarms occurred. The facility machine technician inspected the machine and found a leaking transducer. He replaced the transducer and verified proper machine operation. The facility stated the machine has been operating properly since repair.